Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate control solution result of "146 mg/dl" compared to the expected range of 102-138 mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.